Event description:
The pump was alarming. A motor stall was detected. The pt had not had an "MRI, etc. Since refill on (B)(6)". The pump was replaced. The pt recovered without sequela. The device system was used to deliver prialt and morphine sulfate.

Manufacturer narrative:
(B)(4). The pump has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.